Event description:
It was reported that the monitoring clinic received alert via merlin.net. Analysis of the alert noted that the pacemaker exhibited an error message. The patient was brought to the clinic and the programming changes were made. No patient consequences reported.